Event description:
It was reported that the patient's right ventricular (rv) lead had low pacing impedance and a possible insulation problem. It was also reported that the patient's right atrial (ra) lead had low pacing impedance. Both the rv and ra leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead, implanted: (B)(6) 1994. (B)(4).